Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Customer's blood glucose level was 411 mg/dl at the time of incident. Customer was having issue with sensor glucose vs blood glucose. Customer had changed the set thrice. Customer reported little thirsty and other symptoms related to high blood glucose. Customer did not want to troubleshoot. Customer was using auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.